Manufacturer narrative:
Investigation into this event determined that the calibration parameters and responses were not as expected. Additional troubleshooting was not performed at the customer site. The analyzer has been returned to the depot for service. The root cause of the event has not been determined.

Event description:
A customer observed negatively biased k+ qc results on the dt60 analyzer. Biased results of the direction an magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.